Manufacturer narrative:
This report is submitted on january 31, 2023.

Event description:
Per the clinic, the patient experienced pain, swelling and a burning sensation at the implant site. The patient has an infection at the implant site that was treated with antibiotics. There are plans to explant and re-implant the device.

Manufacturer narrative:
This report is submitted on april 10, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on march 17, 2023.